Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The empty packaging for item: 15at323 (15 deg taper, 3.5p 2mm-3mm) was returned for investigation. Visual evaluation of the as returned packaging identified that both inner and outer packaging had already been opened by the customer. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. Picture image was not provided by the customer. Appropriate documentation was reviewed. DHR review for the lot: (63792183) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify the packaging process. No malfunction or nonconformance was identified. Complaint history review was performed for the reported lot number: (63792183) for similar events and no other complaint was identified. Based on the available information, device malfunction and the reported event could not be verified since the condition of the products/packaging as received by the customer was unknown/nonverifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) this report is being submitted to relay corrected information. This event was assessed in error under the code for a missing implant, however the item associated with this event is an abutment. Therefore, based on the reported information, this does not meet the definition of a reportable event. As a result, the prior submissions for initial report 0002023141-2021-01747 and supplemental report 0002023141-2021-01747-1 are no longer considered reportable by the manufacturer. No further reports will be submitted for this event. The following sections are being reported: b5: description of event was updated b4: date of this report was updated g3: date received by manufacturer was updated g6: type of report was updated h2: type of follow up was updated h10: additional narrative/data was updated if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon further review, this event was assessed in error under the code for a missing implant, however the item associated with this event is an abutment. Therefore, based on the reported information, this does not meet the definition of a reportable event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that dr. Prepared the implantation for edentulous jaw, and found that the package was empty. Dr. Was able to finish with another product. Tooth location not reported.